Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot aa9189r03 was reviewed and the product was produced according to product specifications. All information reasonably known as of 08 jun 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 9611594-2020-00094 for the second report. Refer to 9611594-2020-00095 for the third report. It was reported by the hospital via the distributor that the sutures failed within 48 hours of placement. The patient developed peritonitis. Per additional information received 2 jun 2020, the patient's tube was removed and a drain placed. Patient had a stroke the day after tube was removed. The hospital is unsure if the stroke was related to the reported incident. The patient remains on total parenteral nutrition (tpn) two weeks post procedure, as the site is not healing and there is ongoing leaking. The patient is currently stable.

Manufacturer narrative:
All information reasonably known as of 30 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 22 jul 2020 from mhra ref (B)(4): "post rig (radiologically inserted gastrostomy) complication of peritonitis. Rig inserted (B)(6) 2020 in ir at guys. Patient seen day 1 post rig insertion on the ward by dietitians. Tube position had moved from marker 5 to marker 2 on feeding tube and 1 of the 3 sutures had deployed. Interventional radiology consultant aneeta informed, no action advised. Patient seen by dietitian colleagues (B)(6) 2020. Lots of brown dry crusting around site. Only one suture remains at 8 o'clock and there was lots of crusting around this. Tube remains at 2cm marking at skin level. No pain reported, tube flushed by nurses, patient had not cleaned tube since discharge from ward nor flushed it. Site swabbed. Heart beat checked as noted patient had dropped on day 2 post procedure compared to day 1 post procedure had dropped. Patient seen by dietitian colleagues (B)(6) 2020 to check rig site. During consultation present with severe pain and flagged to health & nutrition specialist. Unable to do full clinical assessment therefore patient attend a&e. Patient admitted and CT (computed tomography) abdominal scan performed (B)(6) 2020 and large volume pneumoperitoneum, peritonitis noted. Health & nutrition specialist contacted, patient then transferred to acute oncology service for clinical assessment and patient admitted. For ultrasound drain [ultrasound guided drain placement] in interventional radiology today and on antibiotics."